Event description:
It was reported that the right ventricular (rv) lead was capped due to high threshold. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D224trk bi-ventricular (bi-v) defibrillator 2010-(B)(6); 4470 implantable pacing lead 2010-(B)(6); 419488 implantable pacing lead 2010-(B)(6); (B)(4).